Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the balloon of the catheter burst; the catheter was found outside of the patient. No patient injury reported. Per follow up with the complainant by phone on (B)(6) 2018 there was no impact to the patient and the balloon did not have any pieces missing.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found an irregular burst sac and no missing pieces were observed. Sample was evaluated under microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that the balloon of the catheter burst; the catheter was found outside of the patient. No patient injury reported. Per follow up with the complainant by phone on 8/7/2018 there was no impact to the patient and the balloon did not have any pieces missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the catheter burst; the catheter was found outside of the patient. No patient injury reported. Per follow up with the complainant by phone on 8/7/2018 there was no impact to the patient and the balloon did not have any pieces missing.